Event description:
Related manufacturer reference number: 2017865-2024-73184. It was reported that the patient's right ventricular (rv) and left ventricular (lv) leads were suspected to be picking up over-sensed noise or electromagnetic interference (emi). No intervention was performed. There were no patient consequences.